Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired phasix st mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no harm to the patient reported. Our records show the product was provided to the customer in (B)(6) 2019, eight (8) months prior to the labeled expiration date. The manufacturing records review found that the lot was manufactured to specification. Remains implanted.

Event description:
It was reported that on (B)(6) 2020 the patient underwent robotic assisted repair of an abdominal hernia and was implanted with a bard phasix st mesh. It was later identified that the labeled expiration date for the implanted mesh was 02/28/2020. As reported, there was no additional medical intervention required.